Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump did not recognize the power source. There was no impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump until a replacement arrives.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different symptom was found.